Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results showed that one sc60 device was returned with no visual non-conformances and with a fully fired reload loaded on the device. The device was tested for functionality with a test reload and it achieved a complete 3-stroke firing sequence without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted.

Event description:
It was reported that during an open surgical procedure of colon, the device was locked out at the first stroke of the first firing. The jaw could not be opened with the manual release lever. Therefore, the device was removed by cutting the tissue with another device loading a blue cartridge. There were no adverse consequences for the patient. Eventually the jaw was opened with the manual release lever. Additional followup: was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? ---no information. During which stroke did the event occur? ---1st. What other color cartridges were used before and after this event? ---the device was not fired before and after this event. Was buttressing material utilized? If so, which product? ---no information. Was the instrument fired across or near an existing staple line or clip? ---no information. Were any unexpected noises heard? If so, when? ---no information. Were any of the forces higher or lower than expected (closing, firing, or opening)? ---the force of firing was higher. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? ---no. Was there any difficulty removing the device from the tissue? ---yes, the device was removed by cutting the side of the jaw with another device.